Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the upper lever on the ultra 360 patient positioning system (a2009) was too loose and the transitional arm was rotating easily when the locking lever was locked. This issue was discovered during checking of equipment, thus no patient was involved.

Manufacturer narrative:
The ultra 360 patient positioning system (a2009) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - unit received with the upper and lower handles were adjusted to bring them back into tolerance from not holding properly. Both shock cushions and 1/4in pin also adjustment wrench were replaced from being worn. Unit received with std. Adaptor and not the tri-star adaptor. General maintenance and replacement of worn parts were performed. Root cause analysis - the reported complaint was confirmed from the evaluation. Unit received with std. Adaptor and not the tri-star adaptor. Evaluation showed that the upper and lower handles were not holding properly. Both shock cushions, 1/4in pin and adjustment wrench were worn. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.